Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had difficulty voiding and emptying their bladder and had their foley catheter removed last night. The nurse reported that the patient had recent surgery that was unrelated to the device. The nurse stated that the amplitude before the surgery was 2.6 and now was at 2.1. Using the programmer, it was determined that the stimulation was off. It was reviewed with the nurse that the therapy needed to be on for it to be effective. The reporting nurse was going to check with the surgeon to see if they are allowed to turn the therapy back on. There were no further complications reported or anticipated.